Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the urinary tract during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during preparation, flushing was performed using saline and a syringe. When saline was injected, a foreign object which came out from the distal end of the hoop/loop of the device. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found a foreign matter inside the pouch. The foreign matter looks likes a particle under the magnification pictures and does not look like a product component remainder, or bug. There were no damages noted with the guidewire. The complaint is consistent with the returned unit since a foreign matter was received inside the opened pouch. Based on all gathered information, the investigation fails to determine a definite root cause. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensor guidewire was used in the urinary tract during a stone removal procedure performed on (B)(6) 2016. According to the complainant, during preparation, flushing was performed using saline and a syringe. When saline was injected, a foreign object which came out from the distal end of the hoop/loop of the device. The procedure was completed with a new sensor guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.